Manufacturer narrative:
Device passed the sleep current measurement, active current measurement self test and displacement test. No frozen screen noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(4). Initial notes: cust sts that there was an instance of frozen screen on his pump. He gave blood sugar 180.mrn: (B)(4) inquired what led up to the complaint. Customer response: cust was calibrating when there was an issue on her pump. It was frozen last night but was resolve when he turn off and on the auto mode system. Frozen display t/s per (B)(4). Adv to check if there is a response from any button. Found: it's responding. Question - does the time clock advance? Response: yes. Customer's outcome pertaining to the complaint: advised cust that it's not a normal behavior and we need to replace the pump. Advised to discontinue use of the pump and revert to back up plan. Cust is a bit unhappy as well on the 670g features specially on cases that the will be kicked out of the system. Tried to check if we can do troubleshooting but it's something that the feature itself that cust is dissatisfied. Informed that this call is monitored and we will give update on any new version in the future for 670g. Ship: mmt-1780kpk cs le/return: mmt-1780kpk.